Event description:
While using a cavitron 300 series g310, they allege that they have no water and the handpiece got hot; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Notes: 08/26/25. Cn. Hpcable # 10190 handpiece #201908. W4e water sol,iso valve clogged. Poor water flow due to a clog in the water solenoid. Debris build up in the water filter. Discolored handpiece holder. Will replace damaged /worn components and recalibrate unit to factory specs upon estimate approval. 08/28/25 repair tech: mtk w4e water sol,iso valve clogged replaced damaged/worn components and recalibrated unit to factory specs. Qa: tl DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard.